Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2017, 310c27 tissue valve, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there appeared to be some atrial oversensing possibly from retrograde conduction. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.